Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Please note that this custom device is similar to the mets smiles total knee replacement (k120992). Device not available.

Event description:
A new prescription form has been received for a revision device due to aseptic loosening.

Manufacturer narrative:
The investigation has identified that the tibial cemented stem from pin (B)(4) was inserted but the surgeon returned the custom femoral components unused and inserted a mets distal femur instead. The in-situ implant therefore consists of a mets distal femur connected to the custom tibial stem from pin (B)(4). The reported loosening refers to the mets distal femur femoral stem. As there is no indication that the tibial stem from pin (B)(4) has loosened it can be considered to be a concomitant device and therefore not MDR reportable. MFR report # 3004105610-2018-00034 has been submitted for the mets distal femur device.

Event description:
A new prescription form has been received for a revision device due to aseptic loosening.